Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v487156, implanted: (B)(6) 2010, product type: lead. Product ID: 3095-25, serial# (B)(4) , implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
The patient experienced loss of therapeutic effect. The patient was not being able to make adjustment both with or without antenna attached. It was noted that a day prior to this call, patient was going to turn up because having symptoms. It was indicated that patient had gradual returned of symptoms about a month ago. It was noted that the programmer would not work with either antenna. No patient harm reported. It was reported a day later that patient got a replacement but still could connect with patient programmer (pp) and was not being able to make adjustment both with or without antenna attached. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.